Event description:
The complainant reported a patient in st elevation myocardial infarction was implanted with an impella 5.5 for mechanical circulatory support during a percutaneous coronary intervention. After the impella 5.5 was implanted, upon connecting the impella to the automated impella controller (aic), there was an error on the aic for "optical sensor not supported". The white cable was disconnected and reconnected, but the aic would not recognize the pump. The alarm never cleared. There is no further information regarding a back up console and how long before a backup console was obtained and impella was connected. The pump could not be initiated prior to therapy initiation and it is unknown how long of a delay was in place given this event. It cannot be ruled that there was no impactful delay and untoward effects to the patient. Information around the outcome, resolution for this event is limited. The decision was later made to withdraw care noting that the patient was unlikely to survive needed revascularization. The patient expired while on impella 5.5 support. The patient's presenting condition may be more likely have impacted the event, however there is not enough evidence to exclude the aic as an associated factor in the patient's demise.

Manufacturer narrative:
Data analysis: on the reported complaint occurrence date, automated impella controller (console) logs revealed that the console presented the window/ error ¿optical sensor not supported¿ when an impella 5.5 was connected. Device analysis: the issue of console ic6194 not supporting optical pump was due to an undetermined hardware/software glitch that occurred during console's preventative maintenance procedure 3 months prior to the event.: pmd fw version bit was reset between power-cycles, which disabled the optical bench. After re-setting the pmd fw bit to its correct value the optical bench was operational, and the issue was not reproduced after subsequent 100 power-cycles. This case is related to impella 5.5 device with serial number (B)(6). An additional report will be submitted for this device. This report is being filed as part of a retrospective review of historical records.